Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. The electronic patient gas system (epgs) passed all testing successfully with no flow issues observed. The srt replaced the flowmeter as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The oxygen (o2) sensor calibrations were successful. The flow was adjusted to sample values throughout the operating range and the device held steady flow rates with no observed problems. The o2 percentages (fio2) were also steady and accurate. The pst observed a damaged filter valve but that did not affect the epgs performance.

Event description:
It was reported that the electronic patient gas system (epgs) had a flow issue. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) confirmed that the flow was off by two liters (l) per minute (min). The fsr removed the vaporizer which increased the flow. The epgs was replaced and release testing was completed. The unit operated to the manufacturer's specifications.